Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure, x-ray was performed and it was noted that, the right atrial (ra) lead was dislodged. The ra lead also had high capture and episodes of far field p-wave oversensing. The ra lead was repositioned to resolve the event and the patient was stable.